Event description:
The tensioning instrument does not hold the cable securely. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that the event was attributed to wearing of the serrated cams due to long-term use. A revision of the design was implemented to improve the reliability of the serrated cam.